Event description:
During the early morning hours of (B)(6) 2015, an electrical fire started on a ups unit in our imaging center. The imaging center was closed, but the fire alarm went off, and the fire sprinkler extinguished whatever fire there may have been. The fire department arrived, and gained entry by breaking in. At some point during their inspection of the premises, one of the firefighters entered the MRI room. There were multiple warning signs on the premises, including a sign on the door he entered through. The signs warn to not enter the room, that a strong magnetic field is present. According to the fire department, he did not see the sign. He entered the room, and one of the heavy, metal fire tools was pulled from him by the magnetic field, and into the bore of the magnet. At some point after the fire tools became a projectile, it struck him in the head. It caused a laceration, and he may or may not have loss consciousness. He was taken to a local hospital via ambulance. His wound was sutured, and he was released.